Event description:
Boston scientific received information that an electrogram (egm) showed a long episode with a morphology change. No missed therapy was seen. It was found that the right ventricular (rv) lead dislodged and a revision procedure was done. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.